Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter in two (2) pieces. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the tip of the device. Microscopic examination and tactile presented no damage or irregularities to the inner and outer shafts. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 90cm from the end of the strain relief. The hypotube fractured surfaces were ovaled, which suggests the device was kinked prior to separation; as reported. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 2.75mm nc quantum apex balloon catheter was selected for use. When the device was ready to be introduced into the guide catheter, it was noted that the hypotube was bent. The physician attempted to straighten the hypotube but the hypotube broke into two pieces while still outside the patient's body. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 2.75mm nc quantum apex¿ balloon catheter was selected for use. When the device was ready to be introduced into the guide catheter, it was noted that the hypotube was bent. The physician attempted to straighten the hypotube but the hypotube broke into two pieces while still outside the patient's body. No patient complications were reported and the patient's status was fine.